Event description:
Related manufacturer reference number:2017865-2023-51438. It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the right ventricular lead exhibited high capture thresholds, a drop in sensing, and was dislodged. It was noted that the right ventricular lead and the atrial lead both looked bent at the header due to access placement and pulled back. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and ¿lead looked bent at the header¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of ¿lead looked bent at the header¿ was confirmed. Visual examination found the lead was bent at the proximal region. The cause of ¿lead looked bent at the header¿ is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.